Manufacturer narrative:
H9: correction/removal report number is fa-2020-055. H10: the device was received for evaluation; however, an evaluation was not performed as this issue is related to a field action. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set broke apart at the roller clamp (twist sleeve) which resulted in a leak. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.